Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the physicians performed a cardioversion on a patient and when the defibrillator pads were initially put on the patient, the machine read "check pads". The pad's wire was manipulated and the rhythm stabilized, but there was static on the screen and then it stabilized. When the pads synced, the machine seemed functional. The patient received the intended shock (was cardioverted) at 200 joules but immediately after there was a loud snapping sound and a burning odor.